Event description:
On (B)(6) 2025, the patient presented to the emergency department with drainage from the neurostimulator incision site. The area was washed out and revised. A second incision site revision was performed on (B)(6) 2025. On (B)(6) 2025, the neurostimulator was explanted to address further incision site erosion and the leads remained implanted. The patient was administered IV dalbavancin.

Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.